Event description:
Heating pad left lying on a bed, noticed smoke coming from it. When pad was lifted there were scorch marks on the bedding. No injuries reported.

Manufacturer narrative:
Based on the data code, we know this unit was made according to the original design. The connection between the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.